Event description:
It is reported that during surgery, the tip of the reverse pin fractured and it could not be retrieved. Surgery was delayed 15 minutes due to incident.

Manufacturer narrative:
Eval summary: the instructions for use included with the pin states that "do not subject instruments to high loads and/ or impact as breakage can occur." Additionally the tm reverse surgical technique states on page 14 "do not use excessive force when driving the 2.5mm pin into bone as this may cause it to bend or fracture". The contact with the drill guide and or excessive force when driving the pin may have resulted in the fracture however an exact cause could not be determined with the supplied info. As returned the pin is fractured at the start of the threaded portion. The pin has galling on its shaft indicative of contact with the drill guide during rotation. No other complaints of any type have been reported for this lot of pins. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.